Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found that one of the two grips was broken but still attached on the tip and the other grip was bent, causing side-to-side misalignment of the grips. There was a .361 offset at the tips, indicating overloading at the tip. The instrument passed electrical continuity testing. The evidence was inconclusive, but the damage was likely due to mishandling/misuse. Failure analysis investigation also found the following additional damages to the instrument: there were scratches on the surface of the distal pulley. The distal end of the main tube had a scratch mark exhibiting light material removal and a rough surface finish. The scratch was short in length and not axially aligned with the tube. No other damage was found. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however, the tube abrasion, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that the maryland bipolar forceps instrument teeth/jaws were noted to be bent during reprocessing. No fragments fell into the patient, no patient harm, adverse outcome or injury was reported.